Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse confirmed that the probe was not aligning with the rinse block, contributing to a drip from the tip of the manual probe during shutdown. The probe was adjusted, resolving the leak and the startup failures. (B)(4).

Event description:
The customer reported a contained leak of less than 1 ml of clear fluid from the manual probe of a coulter lh 500 hematology analyzer. Startup failures were also reported. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and glasses when the leak was noticed and while troubleshooting for the issues reported, and, there there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.